Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined coil impedances two days post generator change. It was found at the revision procedure that the new device¿s header had a loose setscrew on the svc (superior vena cava) coil port. The issue was resolved and the device remains in use. No patient complications have been reported as a result of this event.